Manufacturer narrative:
We have received the complaint device for investigation. We did not observe any defect with either of the two occlusion balloons. We have confirmed the reported incident. When we attempted to inflate the common carotid balloon with saline, we observed a leakage at the inflation arm -irrigation lumen joint. The inflation arm came off its main arm. This channel is formed by inserting a heated probe between 3 to 6 mm into the inflation lumen. Based on our device evaluation, it is possible that the joint was damaged by the user by placing a clamp over this joint. The surgeon had inspected the device during pre-use check and he found the device was operating properly. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
After the carotid artery was opened, the shunt was inserted and both balloons were inflated and working properly. During the artery repair, the blue balloon started to leak and then completely deflated. The artery needed to be clamped in order to complete the repair.